Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the harmonic ace instrument tip broke off. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the instrument/accessory was inspected prior to use and there was no damage or anything out of the ordinary. The surgical task that was being performed when the device fragment fell inside the patient was burning for robotic lap hysterectomy. The surgeon believe it is the device failure that caused the instrument to break or caused the fragment falling issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure until it broke. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) fell inside the patient during an instrument tip / accessory collision but was retrieved. The instrument was not removed during the procedure prior to breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was not straightened upon final removal of the instrument. The surgical staff did not notice any damage to the cannula after the event occurred. The fragments were retrieved by grasper. All the fragments were retrieved and were confirmed visually. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient was not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The broken piece was taped to the instrument to be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broke blade to be relate to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece approximate 0.354" x 0.085" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade do not show damage.